Event description:
Reported via medwatch: (B)(4). It was reported that the perforator did not stop when appropriate and tore the patient's dura. The dura was repaired during surgery and procedure was completed successfully with out any clinically significant delay.

Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.